Event description:
The manufacturer received information alleging a ventilator was alarming for a low inspiratory pressure alarm condition and the device failed to deliver flow. The patient became cyanotic. The device evaluation has not been completed by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a low inspiratory pressure alarm condition and the device failed to deliver flow. The patient became cyanotic. The device was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device passed all testing and functioned as designed. The ventilator's downloaded event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.